Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a patient on the heart and vascular progressive care unit was receiving epoprostenol infusion at 3.2ml/hr through a peripheral IV line when blood started to back up in the line through an inline .2 micron filter. The patients pulmonary arterial (pa) pressure was high, coupled with the low flow rate. The nurse noted that she ¿did not see any shading on the bar on the pump¿ where the pump would detect the occlusion pressure. Bd clinical practice consultant educated customer on having the pump at or below the heart of the patient as well as filter positioning for optimal infusion. As a result of the backflow, and no medication being delivered patient subsequently passed out. Patient was transferred to the intensive care unit and is doing well. Devices as well as serial numbers were not sequestered.